Event description:
Pt reported battery stopped working without warning. He indicated that he observed the display screen being blank, when he attempted to administer a bolus. Pt stated that he replaced the battery and the infusion device worked fine. He did not report any physiological effects associated with this issue. No medical assistance was required. Product had been discarded, therefore, it will not be returned for eval.

Manufacturer narrative:
Product not returned for eval.